Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery test. No moisture damage found inside reservoir compartment and inside the pump noted. Pump received with cracked case at the display window corner and cracked lcd window. Pump downloaded properly to the carelink software and no unexpected carelink reports anomaly noted.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that there was a leak form the reservoir and insulin leaked into the insulin pump. The customer stated that there was a crack on insulin pump that may have caused the insulin to get leak into the device. The customer sent the device back for analysis.